Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-17215. It was reported the patient was experiencing ineffective therapy due to both of their leads having high impedances. Reprogramming was unable to resolve the issue. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2022 instead of (B)(6) 2022 in the initial report. This correction is reflected in this additional report 1.